Event description:
Bsc pacemaker under advisory for hydrogen premature battery drain. Patient seen in office [redacted]; pacemaker in safety mode; unable to reprogram device; unknown battery longevity. Bsc tech support recommends prompt generator change patient had pacemaker generator change [redacted].